Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system and squirting out during manual prime. Drive support cap was protruded. Customer¿s blood glucose was 310mg/dl at time of incident which was treated with shot. Customer declined troubleshoot for high blood glucose. Customer advised to discontinue use of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.